Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, to reposition the device. This report is submitted on march 4, 2024.

Manufacturer narrative:
This report is submitted on january 16, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6) 2021 and was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.